Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low and high blood glucose. The customer declined troubleshooting for low and high blood glucose. The customer's blood glucose was 40 mg/dl, suspended and customer drank juice and 4hrs later after suspend it went up to 430 mg/dl. The customer treated low blood glucose with the glass of juice. The customer treated high blood glucose with manual bolus. The insulin pump will not be returned for analysis.